Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with a mentor memorygel. 350cc breast implant has experienced right-sided capsular contracture grade IV, and rupture postoperatively. The issue of capsular contracture was discovered during the physical examination. Rupture was discovered during surgery. As a result, patient underwent unilateral replacement with cat#: 3503504bc, sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on april 19, 2022. Device evaluation completed on april 21, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture, cap con iii. Manufacturer¿s reference number: (B)(4).